Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing has shown an increasing number of active electrode channels with status hi since (B)(6) 2011. The patient can no longer benefit from the device. An x-ray showed the electrode to be in the cochlea. No accident or trauma is known. The patient will be re-implanted.